Event description:
It was reported that during a lap low anterior resection procedure, the blade fell off after no contact with anything solid. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.